Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947, implantable tachy lead - (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range.

Event description:
It was reported that the patient alert triggered, and the lead exhibited high impedances and noise oversensing, which was reproducible with in-office testing. The lead was reprogrammed, and further intervention may be considered. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the distal segment of the lead was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was also reported that the atrial lead also had a fracture. The lead was explanted and not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.